Manufacturer narrative:
This ipg serial number was included in a field correction. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Ref MFR report: 1627487-2013-06119. It was reported the pt has been implanted since 2009, but recently started experiencing pocket heating while charging. An sjm rep has contacted the pt and reviewed the recommendation steps to help prevent pocket heating. F/u indicates sjm rep communicated with the pt and the pt reports he is following the recommended charging steps and is not experiencing much pocket heating anymore. On 08/01/2012 st jude medical, neuromodulation div., sent field action letters to pts related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and other non-reported events are expected.